Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was programmed with test glucose meter and communicated properly and recorded the 92 mg/dl value properly from glucose meter. No error e86 noted during our testing. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there were missing bolus and data on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer's mother performed self test and the insulin pump passed. The insulin pump will be returned for analysis.